Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that, despite being the first interrogation for an un-opened generator (interrogated from the top of the packaging box), the screen for entering the patient ID and implant date was not displayed, and instead the summary screen was displayed. The summary screen displayed a warning "therapy disabled" and error code 8. Then the box was opened and interrogated again from the top of the primary package (not opened), the results were same. Since the occurrence was just before implant and the cause of the error was unknown, they cancelled use of this generator and left it in its packaging. Another new generator that had been prepared as a spare was implanted instead. There was no extension of the operation time nor affects on the patient. No other relevant information has been received to date.

Event description:
Later, the suspect device was received by the manufacturer and underwent a subsequent analysis. It was determined that the device had been exposed to a low storage temperature that resulted in a low battery status indicator. The data was downloaded for the device in as received configurations, below are the observations. ¿ device has eos flag enabled. ¿ lowest battery voltage was reported as 1.947v on 2/1/2025 9:51 am, which is less than the eos condition ¿ battery voltage=< 2.0v. Based on the data review, it is understood that both the devices were exposed to low temperatures which resulted in reduction in battery voltage resulting in eos. During the investigation, it was identified that both devices left livn houston facility on same shipment with fedex tracking# (B)(4) to (B)(6) hub on (B)(6) 2025 and reached destination on (B)(6) 2025. Detailed tracking information was acquired from the fedex (shipping vendor), it was identified that the devices reached (B)(6) on (B)(6) 2025 at fedex sorting facility and let the facility on (B)(6) 2025. Per national oceanic and atmospheric administration, below are the minimum and maximum temperatures registered at (B)(6) airport. On 1/29/2025 ¿ max temp = 9°f (-12.78°c), min temp = 1°f (-17.22°c). On 1/30/2025 ¿ max temp = 6°f (14.44°c), min temp = 0°f (-17.78°c). On 1/31/2025 - max temp = 7°f (-13.89°c), min temp = -4°f (-20°c). On 2/1/2025 - max temp = 14°f (-10°c), min temp = 1°f (-17.22°c). On 2/2/2025 - max temp = 19°f(-7.22°c), min temp = 4°f (-15.56°c). On 2/3/2025- max temp = 21°f (-6.11°c), min temp = 7°f (-13.89°c). Review of the temperature data for months of jan and feb it can be noted that (B)(6) experienced the coldest temperatures from (B)(6) 2025, at the same timeframe of the devices stored at the fedex sorting facility. As the devices were stored at lower temperatures for more than 3 days, resulting in reporting the battery voltages less than or equal to the eos threshold, the eos flag was triggered on the devices. Destructive product analysis was also performed on the device. No other relevant information has been received to date.